Event description:
It was reported by the surgeon the device was used during a gastric bypass procedure. It was reported the device was fired four times and the second firing was across the distal part of the stomach. As the case proceeded, the surgeon reported he reached down to do a small bowel anastomsis and the entire staple line from the second firing separated and gastric contents spilled into the abdomen. The surgeon stated he hand sewed the entire site and as a precaution, hand sutured over a proximal staple line as well. Or time was extended approx 30 minutes.